Manufacturer narrative:
Additional information was provided in section d.4, h.3. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative was present at the time of the event. Investigation of the sm, found the occurrence happened, when irrigation was allowed to freely flow outside the eye or if the irrigation/aspiration (I/a) handpiece (hp) was not primed initially. Immediately following this, if the user demanded a substantially higher ¿flow rate¿ by fully stepping on the footswitch, this is when the sm would appear. Thus, the reported ¿sm issue¿ is attributed to user error. Based on the information obtained, the root cause of the reported ¿stopped irrigation¿ is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The system met specification. The reported ¿sm issue¿ is attributed to user error. Based on the information obtained, the root cause of the reported ¿stopped irrigation¿ is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during calibration, an ophthalmic system displayed an error code and irrigation stopped as well. Procedure details and patient impact were not provided.